Manufacturer narrative:
Device not returned.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Additionally, it was reported that the cartridge was leaking from the patient line. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose was approximately 200 mg/dl.